Event description:
It was reported that a malfunction alarm occurred. There was no information available regarding the impact on the customer's blood glucose level. Technical support confirmed the pump was within warranty and arranged for a replacement. The customer chose not to disclose their backup insulin therapy plan.